Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during basal. The device was not bumped or dropped. Customer's blood glucose was 400 mg/dl. The device was not exposed to an MRI or magnetic field. Customer was advised to discontinue use of the device. The device is not being returned to undergo further testing.